Manufacturer narrative:
The report of stimulation issues against the returned ipg were not confirmed. The returned ipg communicated, charged, and passed functional testing on the automated test equipment (ate).

Event description:
It was reported that the patient experienced undesired stimulation. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.